Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reported that the bur tip broke off during the procedure. The surgeon was not drilling at the time of the event, the surgeon was prying the bur like a curette in the patient. There were no fragments in the patient. Another bur was used to complete the procedure. There was no patient impact.